Event description:
It was reported that high thresholds and intermittent capture were noted on the right ventricular (rv) lead. During a routine device changeout procedure the lead was capped and replaced however no capture and high impedance were noted on the replaced lead. Multiple placements were tried, however due to patient anatomy/patient's medical condition the pocket was closed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4965-35 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.